Event description:
Codman hakim vp shunt placed in my head on the right side. Head started bleeding while sitting at my desk on (B)(6) 2018. Lpn said staples had come apart. Close it with dermabond. Extreme headaches continued daily. On (B)(6) 2018 CT scan discovers first brain bleed due to over siphoning issue, emergency surgery performed. On (B)(6) 2018 second brain bleed discovered by CT, considered critical and brain has shifted. During this emergency surgery, the tubing in my neck has been slit to stop the device from working. The device would not shut of manually. On (B)(6) 2018 after healing enough for a fourth surgery in 6 months the shunt is removed. I have been on fmla every year since 2018. Barely keeping up with my work at the winston salem fire department. Head pain daily, on anxiety drugs and counseling. Can no longer drive because I can't remember how to get to different locations. Can't drive in the rain or after sunset because I can't see if headlights are coming towards me. No peripheral vision. The muscles in my right cheek were cut so I have very little feeling in the right side of my face. Can no longer prepare a meal or watch my grandkids alone because I will forget that I am doing something ten minutes after I start. No focus during work hours so I have to work after hours some days or it takes me twice as long to do jobs I could do before. Trouble walking up and down stairs because I get dizzy if I old my head down due to the fluid still a problem. I have to get injections or infusions for head pain frequently. FDA safety report ID# (B)(4).